Event description:
The customer stated that the display freezes. Customer indicates no impact on pt care.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon its completion, a supplemental will be submitted.